Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of an right ventricular (rv) lead sensing measurements were not ideal and the fixation screw would not retract. The physician rotated the lead to dislodge it and the lead was removed from the patient. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to distal conductor distortion in connector due to over-rotation (spin). If information is provided in the future, a supplemental report will be issued.